Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor disabled alarm and customer has to press buttons harder for sometimes. Customer¿s current blood glucose was unknown. Customer stated that insulin pump did not keep accurate time, backlight on screen has dimmed and a little battery cap was worn. Insulin pump will not be returned for analysis.